Event description:
Closing layers where a colostomy had been when the needle broke off in the patient's tissue. Extensive palpation did not reveal needle piece. X-rays were done showing location of piece of needle. Piece of needle was retrieved.what was the original intended procedure?colostomy take-down and hernia repair.device #1is this a laboratory device or laboratory test?no.